Manufacturer narrative:
Per report, as the angioguard device was being positioned, the wire became exposed through the side of the deployment sheath. The filter basket was never deployed and the device was simply pulled back through the delivery sheath intact. The product was returned to cordis for analysis. Approx 5cm of core wire shaft was exposed through the side of the deployment/delivery sheath along the tear-away pre-score line. The damage to the sheath appears consistent with having been incurred during improper "docking" of the ecgw filter assembly during preparation. During analysis, it was also noted that the distal coil is shifted distally creating a 0.20cm stretched region immediately distal of the bullet coil and a gap located 2.30cm from the distal tip. In addition, the membrane has begun peeling along 7 of the 8 filter strut wires. The timing of this damge is unclear, as it was not reported by the customer. It is unk if the damage occurred during use in the pt or post procedure, during handling/packaging/shipping of the device back to cordis. With the info provided, factors that contributed to the stretched distal tip and peeled membrane cannot be determined. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The original complaint states, that the angioguard wire separated from the deployment sheath distally, prior to distal deployment. The age and the gender of the pt is unk. The target lesion was a tightly stenosed internal carotid artery. The physician did have some difficulty crossing the lesion with the angioguard rx guidewire and as the device was being positioned, the wire appeared to become separated at the transition point of the peel away sheath, to over the wire, prior to the filter basket being deployed. Therefore, the device was simply pulled back through the delivery sheath, intact. An angioguard otw was inserted and the procedure was successfully completed. There was no adverse consequence to the pt. The product was returned for evaluation and testing and analysis found that the distal coil was shifted distally creating a 0.20cm stretched region immediately distal of the bullet coil and a gap located 2.30cm from the distal tip. Also, the membrane has begun peeling along 7 of the 8 filter strut wires.